Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that pump off password was provided to discontinue therapy. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (60 mg/ml at 24.44 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient missed a pump refill. The low reservoir alarm went off on (B)(6) 2019 and the empty reservoir alarm on (B)(6) 2019. The therapy was not intentionally discontinued. The patient was in the clinic at the time of the call, but they decided not to refill the pump today and would be refilling it at a later date. No patient symptoms were reported. No further complications were reported/anticipated.